Event description:
It was originally reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. It should have been reported that during a stenting treatment procedure stent damage occurred.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 3.50x16mm veriflex stent appeared to be kinked in the center of the stent. This was noticed prior to the device entering the body. The procedure was completed with another device successfully. There were no patient complications.

Manufacturer narrative:
Describe event or product problem corrected from coronary drug eluting stenting treatment procedure to stenting treatment procedure. Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: a visual examination of the returned device found that a severe kink was present in the crimped stent and distal shaft (same location) approximately 5mm proximal to the proximal edge of the distal markerband. No other kinks were noted along the length of the device. There was no evidence of device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)